Manufacturer narrative:
The insulin pump was received with no escape, act and up buttons response due to corroded keypad traces. No button error alarm noted. Unable to verify for the insulin pump loosing time, time clock anomaly and unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 450 mg/dl. The customer stated that the buttons stick and did not move. The customer stated that the clock is losing time. The customer mentioned button error occurred during bolus. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.